Manufacturer narrative:
D9. Date returned to mfg: 03-may-2024. Investigation summary: one used device was received for evaluation. Electric, vacuum, air leak, electrical board testing was performed. Through the device analysis executed it was found that returned sample failed the electrical test. During electrical board inspection it was observed that the solder application exhibited lack of solder. Complaint is confirmed for the failure mode reported ¿no data can be detected, packaging is damaged, connector is damaged, the data is out of order¿. CAPA-0008364 was initiated to investigate root cause of electrical and leak issues on transtar assembly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: the event occurred in various dates from 01-dec-2023 to 05-mar-2024. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no data can be detected, packaging is damaged, connector is damaged, the data is out of order, which makes the product ineffective. There was patient involvement and no patient/adverse event reported.